Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported leak (loss of fluid column). There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with tricuspid regurgitation (tr) for a triclip procedure. During the preparation of triclip steerable guide catheter(tsgc), guide was unable to hold column at hemostatic valve during dilator insertion into tsgc. Troubleshooting was performed thrice and was unsuccessful. The tsgc was replaced with another device to complete the procedure. There was no clinically significant delay or adverse patient effects.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on 07 october 2025 that the patient presented with tricuspid regurgitation (tr) for a triclip procedure. During the preparation of triclip steerable guide catheter (tsgc), guide was unable to hold column at hemostatic valve during dilator insertion into tsgc. Troubleshooting was performed thrice and was unsuccessful. The tsgc was replaced with another device to complete the procedure. There was no clinically significant delay or adverse patient effects.